Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Taxus express post market surveillance study. It was reported that 121 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the patient presented with angina and in stent restenosis, requiring subsequent reintervention. The index procedure treated the de novo, 90% stenosed 3.5x10mm target lesion located in the mid left anterior descending (lad) artery. Treatment placed a 3.5x16mm taxus express2 drug eluting stent deployed at 9 atmosphere's (atm's). Post dilation was performed with an unspecified balloon inflated to 16 atm's. Ivus was performed, confirming the stent was well apposed, resulting in 0% residual stenosis. The patient was discharged 6 days later on bayaspirin and panaldine. At 121 days post, the index procedure, unstable angina was confirmed. Angiography revealed a 3.5x32mm 90% in stent restenosis in the mid lad. Revascularization the same day, utilized ballooning and the placement of an unspecified taxus stent, resulting in 0% residual stenosis. The patient was discharged 14 days later and was listed in "improved" condition. Per the physician, the event relation to the device was listed as "unknown".